Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker replaced the device's batteries and battery pins to resolve the reported issue. The device was returned to the customer for use.